Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the device was prepared as outlined in the IFU. The procedure was completed by implanting a new pipeline stent. The cause of resistance during delivery and retrieval was not determined, but the resistance was noted at the position of the distal tip of the catheter. No damage to the pipeline pushwire or catheter was observed. Only one pipeline device was used when movement occurred. The device was not implanted at the intended location. There was no device jumping during deployment, nor was the tip of the catheter moved during deployment.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex pushwire and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned within the phenom 27 catheter. However, the pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be slightly stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The pipeline flex pushwire was found to be detached at hypotube proximal to wire weld and the remaining segments were not returned for analysis. Therefore, any contributing factors could not be assessed. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the pushwire was pushed out from catheter without any issue. The total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 were confirmed to have resistance during delivery/retrieval as the pushwire was found to be damaged. In addition, the pipeline flex pushwire was found to be detached at hypotube proximal to wire weld. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It was noted the patient's vessel tortuosity was moderate and the catheter was flushed. It is likely high force used during delivery. It is possible the damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial aneurysm with a max diameter of 10.1mm and a 6.3 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 2.66mm diameter. It was unknown if dual antiplatelet treatment (dapt) was administered. The landing zone was 3.5mm distally and 4.1mm proximally.  It was reported that during the stent deployment, when approximately one-third of the stent had been deployed, it could not be properly retrieved or deployed, resulting in stent dislodgement. A product quality issue was suspected. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a stryker synchro, 2 meters 0.014 inches guidewire, navien072 guide catheter, lee kai medical, 8f sheath.

Manufacturer narrative:
Continuation of d10: product ID ped-400-20 ((B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.